Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced top disk holder, wiper seal, latch, mylar gasket. Unit affected by the syr/pca plastics recall 2020-dom replaced front/rear cases. Calibrated. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the top disk holder. A review of the device history record showed the device had a manufacture date of 09feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device pressure disc required replacement. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device pressure disc required replacement. There was no patient involvement.